Manufacturer narrative:
This patient received right tmj devices in (B)(6) 2015. She started to experience oral mucosa inflammation and itching. The patient had an epicutaneous patch test performed and it showed that the patient had sensitivity to nickel and chrome. On (B)(6) 2019, the surgeon removed the right mandibular component and replaced it with a revision all-titanium device.

Event description:
The patient's right tmj mandibular component was removed due to material sensitivity.